Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The investigation confirmed that the customer does not properly mix the whole blood patient sample before the hba1c tq gen.3 assay. This can cause discrepancies in results. The event's cause could not be determined based on the information provided. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas c 111 analyzer serial number is (B)(6).

Event description:
There was an allegation of questionable hba1c tq gen.3 assay results for three patient samples tested on a cobas c 111 analyzer. Two patient samples with discrepant results were noted from the list provided: patient sample 1: on (B)(6) 2026: the initial result was 3.97%. The repeat result was 5.85%. Patient sample 2: on (B)(6) 2026: the initial result was 4.5%. The repeat result was 5.5%.